Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. The patient underwent surgical intervention on (B)(6) 2013 to have additional leads placed due to experiencing new pain. During the patient's revision, the physician disconnected the patient's existing right lead from the ipg and intra operative testing revealed invalid impedances. The physician cut and removed part of the lead, leaving the remainder implanted. Two additional leads were implanted. The patient reported effective stimulation coverage postoperative and the issue is resolved.